Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with blurry vision in both eyes approximately five weeks post lasik. The patient was diagnosed with epithelial membrane dystrophy (ebmd) and allergic conjunctivitis. Topical steroid dosage was increased. The patient was instructed to taper the topical steroid and use sodium chloride hypertonicity ophthalmic drops and ointment. The patient has a follow up appointment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).